Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported single leaflet devivice attachment (slda) in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The death and additional mitraclip referenced is being filed under a separate medwatch report number. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted leaflets were thin to moderate. The first clip was successfully deployed. A second clip delivery system (91120u140) was advanced to the mitral valve, and the leaflets grasped the leaflets; however, several attempts were made, but the clip could not capture the leaflets. It appeared that both grippers were dropping, but one gripper was not holding the leaflet which indicated that the gripper arm was not lowering. It was suspected that a chordal rupture occurred, delaying the procedure. The cds was removed with the clip attached. It was noted that the clip was tested outside the patient, and it was observed that only one gripper arm was able to drop. The chordal rupture was not treated. The procedure continued with the a third cds. The third clip (90715u147) was deployed; however, the clip became detached from the anterior leaflet, but remained attached on the posterior leaflet (single leaflet device attachment/slda). The slda was stabilized with another clip. Three clips were implanted, reducing mr to 3. The patient died on (B)(6) 2020. The physician stated the cause of death was not due to the chordal rupture, but this cannot be confirmed. No additional information was provided.